Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Manufacturer representative reported the recharger (insr) was not charging when plugged into the wall. It was reported that the pin broke. Because the patient¿s insr was not taking a charge, their ins could not be charged (it was last charged (B)(6) 2018) and they could not establish communication. An alleged overdischarge was reported. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the issue was resolved and the patient was happy. No symptoms were reported. There were no reported complications and no further complications were expected.